Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon. It was found that the instrumental channel port of the subject device was scraping due to physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the instrumental channel port of the subject device was scraping. The subject device had been returned to socr for repair of the image malfunction which the image was disappeared when the subject device was angulated. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] since the subject device was not returned to the manufacturing site and it could not be confirmed, the cause of the reported phenomenon could not be identified. However it was possible that it was caused by external stress such as the brush shaft rubbing strongly against the channel port when the brush was pulled out from the instrument channel port during the reprocess. If additional information becomes available, this report will be supplemented.